Manufacturer narrative:
H10: manufacturing review: a device history record was performed with the lot number provided. The lot meet all released criteria. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: two venous catheter were reviewed and evaluated. Both catheters were bent throughout. One catheter had the yellow valve crosser stuck on the distal tip. Can not determine which catheter was used during the procedure referenced in this complaint. Both samples are bloody and appear to have been used. An image review was also performed. Based on the image review, the apposition and rotational alignment seemed reasonable but not perfect. Therefore, the investigation was inconclusive due to the fact that multiple samples were returned and it could not be determined which sample was associated with this complaint. In addition, neither of the samples returned included an arterial catheter. The image review was not conclusive. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf), the catheters allegedly failed to align properly; therefore, a fistula was not created. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. A medical image was provided; an image review is currently underway. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf), the catheters allegedly failed to align properly; therefore, a fistula was not created. There was no reported patient injury.